Event description:
It is reported that the patient received an integrity 3.00 x 18 mm otw stent. Approximately one year post implant the patient died. No other details are known at this time.

Manufacturer narrative:
Results: (root cause of death is undetermined), no results available since no evaluation performed - (device or procedural images were not provided for review), inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death), (root cause of death is undetermined). (B)(4).